Event description:
It was reported that a pt intubated with a size 6 cfn, cuffless fenestrated tracheostomy tube experienced temporary distress and minor bleeding during attempts to suction the fenestrated inner cannula. The 6cfn device was extubated and a second 6cfn device was successfully inserted. The device was in use less than thirty (30) days when the problem occurred. Limited info received regarding the event and the device usage and maintenance. Suctioning with the fenestrated inner cannula is contraindicated and is stated on the device labeled instructions for use. The 6cfn device is packaged with both a fenestrated and non fenestrated inner cannula. These components are also color coded for ease of identification. There was one pt involved who returned to baseline condition shortly after intubation. The 6cfn device was discarded and as such is not available to be returned to the MFR for identification, analysis and investigation.